Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.25 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. The first stent strut on the distal end was lifted and pulled in a proximal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27feb2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.25x24mm synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of same the device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.